Event description:
The robotic maryland bipolar dissector did not have complete function during a robotic left nerve-sparing radical prostatectomy. This was the 10th and final usage of the dissection. The 8 mm robotic sheath partially disengaged from the robotic arm.